Event description:
The report co received indicated that the pt received two cypher stents to the distal and mid segments of the left anterior descending artery. However, approximately eight months later during another index procedure, which is associated with the descover study, these cypher stents were found to be restenosed. Consequently, the pt underwent repeat percutaneous coronary intervention and received 2.5mm x 18 and 3.0mm x 28 cypher stents.